Event description:
Device 2 of 4. Reference MFR. Report#1627487-2018-13265. Reference MFR. Report#1627487-2019-00917. Reference MFR. Report#1627487-2019-00918. Further follow-up information received identified the previously submitted device information was inaccurately documented in the initial report. New device report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2018-13265. It was reported the patient experienced cerebrospinal fluid leakage during revision of the lead (reference MFR. Report#1627487-2018-13256). Surgical intervention was undertaken to resolve the issue.